Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not rewind. They also had a pump error on the display. The customer's blood glucose level was 270 mg/dl. Troubleshooting was performed. They were unable to rewind the insulin pump. It was noted that the pump error alarm recurred. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump received with pump error alarm during rewind due to corroded motor home switch. Pump passed the self test, sleep current measurement, and active current measurements. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.